Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected battery alerts or alarms occurred during testing. The insulin pump had partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, case cracked at the reservoir tube window corner and scratched reservoir tube window. The insulin pump was missing the reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 6.5 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not send the device back for analysis.